Event description:
It was reported that there was a device related thrombus. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the laa of the patient. The patient came in for their 45 day follow up procedure and their 6 month follow up procedures. There was no thrombus noted and the device was still in a good position. On (B)(6) 2019 the patient came in for their 1 year follow up procedure and a thrombus was found. The patient is now on eliquis and aspirin. No other complications were reported.